Event description:
During cataract procedure, a piece of the stinsky hook broke off. A CT. Scan was negative for foreign body. Hospitalization was prolonged by a few hours. There was no apparent injury to the pt and the pt was discharged.